Manufacturer narrative:
Correction: this report was created and submitted in error. The left ventricular (lv) lead dislodgment occurred as a result of rv lead intervention and the dissection and occlusion of the superior vena cava that had occurred did not result in a life-threatening situation for the patient. As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Manufacturer narrative:
To date, information suggests that this lv lead was removed from service and has no tyet been returned to boston scientific. The investigation remains open. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead had become dislodged during the revision procedure for the right ventricular (rv) lead upgrade as a result of patient condition. As the lv lead was being removed, this lead unraveled and came apart, requiring the use of a snare from the upper left pocket and right groin to remove everything. All of the lead pieces were removed from the patient prior to pocket closure. The patient did also experience dissection and occlusion of the left superior vena cava. At the time of this report, the patient did not have an implanted device system. A device system was to be implanted after the extent of the occlusion could be evaluated.

Event description:
--